Event description:
It was reported that the customer had a software error alarm on the insulin pump. Customer was advised that it was a safety alarm. Customer stated that the alarm did not occur right after a battery change. The alarm occurred directly after the bolus had been initiated. Customer was advised that the pump does not need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.